Manufacturer narrative:
A broken reservoir tube lip was noted during the visual inspection. The insulin pump had no button response due to an open connector on the display board. The insulin pump was monitored and no frozen display was noted and the time advanced properly. No reset error alarms or prime anomaly could be verified due to the keypad anomaly.

Event description:
It was reported that the customer is expierincing a21 alarm, he changed the tubbing/infusion set and got to the priming and fill cannula and his screen froze. The cusotmer's blood glucose level was unknown mg/dl. The customer is stuck in priming and he removed the battery and the buttons are not responding. The customer was connected to helpline for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.